Manufacturer narrative:
Additional information is being requested from the field. If additional information is received this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited noise and pace impedance measurements of greater than 2500 ohms. The hcp discussed that it had been known that the patient had atrial noise. Isometrics testing was able to reproduce the noise. Technical services (ts) discussed possible options. The lead remains in service. No adverse patient effects were reported.